Manufacturer narrative:
Pharmacovigilance comment: this is a self report by a patient and the information has not been medically confirmed. The patient received restylane l injection in the lips in (B)(6) 2014 and complained of a multitude of symptoms involving the vascular and nervous systems. While transient vascular pressure was reported, no progression to ischemia was reported. No conclusions can be drawn regarding a causal relationship between the self reported events and the treatment due to lack of medical assessment. The events hypersensitivity, headache, swelling, inflammation, mass, infection and pain are addressed in the labeling. The remaining events are not addressed in the labeling but are considered unassessable due to the limited information and no medical confirmation, and at this stage seem unlikely to occur. No corrective/preventive action will be initiated.

Event description:
The reporter, a patient, reported via e-mail on 29-may-2015 that she was having a serious adverse reaction to restylane l. The patient believed that she could possibly be allergic to gel and the injecting physician may have injected into a blood vessel. The patient has been experiencing severe headaches and have been extremely ill for over seven months. On 02-jun-2015, the patient provided additional information. In (B)(6) 2014, a female patient, received restylane l via injection on the lips for lines and wrinkles. After receiving restylane l, the patient became ill and developed severe headaches and sensation of head congestion. The patient had lots of testing done and was taking six meds to prevent seizures. The patient did not provide additional information. On 19-jun-2015, the patient emailed stating that they believe that the reaction is due to a genetic drug allergy to lidocaine and hypersensitive to the gel. Her physician in flagstaff, arizona was the physician that was aware of the severe drug reaction and has yet to treat it. She says she has suffered from this for over 10 months. The damage is severe. The patient wants the cost of ongoing treatments, money back for procedure and third opinion cost, person injury damage. No additional information or details are available at the time of this report. On 01-jul-2015, an email was received from the patient inquiring as to finding a physician and facility in (B)(6) that might treat patients with serious genetic adverse reactions to restylane l. A follow-up email report was received on 24-aug-2015 from the patient. She was injected by a plastic surgeon in (B)(6) 2014. The adverse reaction was immediate swelling, serious inflammation and compromised vascular system, chronic and serious inflammation due to bacteria and protein reaction. Eleven months straight of untreated adverse reaction due to restylane l. No further details of the events were provided. A contact address for the patient was provided and a patient experience questionnaire was sent to her and the physician she referred to in the email report. A follow-up report was received on 09-sep-2015 from the (B)(6) female patient. The patient had a history of silicone breast implants in 1990 until 1994 that were then removed and replaced by her own tissue. She stated she had test results of having genetic silicone breast gel disease, however she also reported being healthy and having normal labs. She reported an allergy to latex and codeine. In a letter included with her patient adverse event report form, she stated that she had a history of scarring on her nose from a biopsy in 2013. She went to two other physicians and sought a third opinion to revise this scarring on her nose using a fat transfer or grafting. The nose had a delayed healing due to an infection. She enclosed a report of this with the letter. Her third opinion physician is a physician she had known for over 21 years. This physician suggested using restylane l as a quick fix. She declined as she wanted a more permanent fix. She returned to this physician again and he suggested restylane l, laser for scarring and facial treatments to blend all together. She agreed to try restylane l on her upper lip as a trial. She delayed the injection as she was too sick. She was injected with restylane-l in (B)(6) 2014. She immediately had a reaction of severe pain, swelling and head and vascular pressure. She called the office within days to tell them she was feeling very ill from the injection of restylane l. The assistant said this was normal. She continued to get worse. She went to her primary care physician and told her about the restylane l and reviewed everything she had recently done such as working outside, and she thought it was allergies. She ordered breathing treatments and allergy type nasal sprays, etc. She continued to get worse. She developed a cyst and severe flu type symptoms, blood pressure increased, blood labs went abnormal. She stated she was having a reaction to restylane l and several reactions listed in the package insert. Additionally her physician may have injected into a nerve or blood vessel too due to the severe type symptoms. This may be a combination of both reaction and technique. She called her physician again at three weeks and again in 3 months. She was very ill, in ER (emergency room) her physicians could not figure it out, except that her symptoms began the day that restylane l was injected by her physician. She requested the package insert of the product used, serial and lot number and did not receive it until months later. She suffered severe complications due to restylane l, delay in treatment from the product caused serious health issues, serious inflammation and infection and it compromised her vascular system, brain spine and central nervous system due to delay in treatment, no treatment and wrong treatments. She continued to date to have some symptoms. She felt a little better; she was still taking medicine for the headaches and central nervous system damage. It had almost been a year. Her nose reconstruction or scar revision had been delayed due to this. She missed extremely important family affairs due to this product. It cost her health and possibly permanent health issues for the rest of her life.